Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the ultram16 catheters, and did not know the lot number of the units he was using at the time of the infection. He thinks the infection was a result of his visiting a casino in which he observed many individuals not washing their hands after visiting the restrooms or while using various machines even while being provided with wipes.

Event description:
Intermittent catheter patient (user) stated he was treated for a urinary tract infection (uti) concurrent with catheter use and believes he got the uti from an unsterile environment at a casino. During follow-up, the patient said was prescribed 5 days of an antibiotic by a physician's assistant, took it, and the symptoms of cloudy urine and burning started to be relieved. He finished the dose, but the symptoms came back right away. He was then prescribed another antibiotic for a 7 day course which he took. After 5 days, the symptoms cleared up and he no longer has any symptoms.